Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure while attempting to program the base rate, the pulse generator exhibited a software anomaly; the device displayed a parameter conflict message. After reprogramming the device, the base rate could be programmed. The patient was asymptomatic.